Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a gastrointestinal (gi) bleed that began on (B)(6) 2018. The patient was hospitalized and received unspecified transfusion. The gi bleed resolved on (B)(6) 2018.

Event description:
Additional information: it was reported that the patient presented as more lightheaded than usual. No scopes or testing was performed. The patient reportedly had chronic gastrointestinal (gi) bleed due to small bowel arteriovenous malformations (avms). The patient receives almost weekly blood transfusions for hemoglobin (hgb) less than 8.0 g/dl. Treatment was IV diuresis for edema and two transfusions of 2 units packed red blood cells (prbcs) each time.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported gi bleed could not conclusively be established through this evaluation. It was reported that the patient experienced a gi bleed on (B)(6) 2018. The patient hospitalized and had a blood transfusion. The gi bleed resolved on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.